Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced pain, erosion, extrusion, bleeding and recurrence post operatively and underwent mesh removal in (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent mesh excision on (B)(6) 2010. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequent infections, dyspareunia, and scarring.

Event description:
It was reported that following insertion the patient experienced frequent infections, dyspareunia, and scarring.

Manufacturer narrative:
Date sent to the FDA: 11/11/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginal bleeding.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary frequency and nocturia.

Event description:
It was reported that following insertion the patient experienced urinary frequency and nocturia.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation in order to treat pelvic organ prolapse.